Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged during deployment. Subsequently, a second transcatheter bioprosthetic valve was implanted. No further adverse patient effects were reported.

Manufacturer narrative:
Conclusion: potential factors that can influence a pop-out/dislodge include tension applied on the dcs during positioning, calcification levels and compliance of the native anatomy, user technique. Calcification levels may have played a role in this event, as it was reported that the patient had a calcified native aortic valve. However, a conclusive root cause could not be established from the limited information available. Dislodge events are typically not related to a device malfunction and this event does not allege a device malfunction occurred. If information is provided in the future, a supplemental report will be issued.